Event description:
Sepsis; site of seprafilm was infected. Information received from a physician in 2007, regarding a female patient, age unknown, who underwent a gnecological surgery two weeks ago. The surgery was "successful" and seprafilm was placed (amount and location unspecified). The patient was discharged from the hospital approximately two weeks ago. The following week she had some "problems" and was re-admitted to the hospital. The physician re-operated and found that the site of seprafilm was infected. The pt is currently in the ICU with sepsis. No further information was provided.